Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Electrical testing, visual examination and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient's right ventricular (rv) lead exhibited high capture threshold and right atrial (ra) lead was dislodged. The rv and ra leads were explanted and replaced. The patient status was unknown.